Event description:
Boston scientific received information that this right atrial (ra) lead was explanted after less than one month in use due to dislodgement. There were no pauses in therapy, and no asystole. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.